Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is (B)(6) 2014. According to the complainant, post procedure, it was found that the jejunal tube was kinked through x-ray. It was resolved by "radiological guide." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be the same before the occlusion of the jejunal tube.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is (B)(6) 2014. According to the complainant, post procedure, it was found that the jejunal tube was kinked through x-ray. It was resolved by ¿radiological guide.¿ there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be the same before the occlusion of the jejunal tube.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is (B)(6) 2014. According to the complainant, post procedure, it was found that the jejunal tube was kinked through x-ray. It was resolved by ¿radiological guide.¿ there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be the same before the occlusion of the jejunal tube.

Manufacturer narrative:
The exact patient's date of birth is unknown, however, the patient was born in 1949. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.